Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0 voltage. A review of the share logs was performed and transmitter failed error was found within the investigation window for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. The reported event of transmitter failed error is reportable based on fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.